Manufacturer narrative:
Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Event description:
The customer reported that a ventilator experienced a primary alarm failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The complaint investigation has come a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer having confirmed that the primary alarm failure was identified during testing, there was no delay to patient therapy caused by the malfunction, and therefore the malfunction does not have the potential to result in a death or serious injury.